Event description:
According to the reporter, during an open restoration of intestinal continuity, when surgeon was making an anastomosis between the ileum and colon, the stapler was placed with a blue reload across the ileum and colon, the handle closed on the first squeeze, returned to the open position following the first full squeezed of the handle and then was closed the second time to complete the firing and the handle remained in the closed position. The surgeon transected across correct side stapler and bowel slipped out of jaws as there were no staples present at all. There was two inches extra of bowel that needed to be removed and then the surgeon had to redo the anastomosis with another stapler and loading unit. The length of the surgery time was extended by at least 45 minutes. Tissue damage and unanticipated tissue loss were noted. The surgeon was unsure whether the patient will have an extended hospital stay due to this issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
D10 concomitant prod: ta9035l ta9035l ta 90-3.5 sgl use load unitx6 lot # p0f0573my additional info: d10, g1 (manufacturer name, MFR contact first name, last name, street 1, MFR city, region, postal code, email, phone number). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open restoration of intestinal continuity, when surgeon was making an anastomosis between the ileum and colon, the stapler was placed with a blue reload across the ileum and colon, the handle closed on the first squeeze, returned to the open position following the first full squeezed of the handle and then was closed the 2nd time to complete the firing and the handle remained in the closed position. Surgeon transected across correct side stapler and bowel slipped out of jaws as there were no staples present at all.  There was some blood loss and the surgeon stopped the bleeding. There were 2 inches extra of bowel that needed to be removed and then the surgeon had to redo the anastomosis with another stapler and loading unit. The length of the surgery time was extended by at least 45 minutes. Tissue damage and unanticipated tissue loss were noted. The surgeon was unsure whether the patient will have an extended hospital stay due to this issue.

Manufacturer narrative:
H6 this event has been reassessed and found not to be a reportable event and is not associated with a serious injury or potential for serious injury with reoccurrence. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open restoration of intestinal continuity, when surgeon was making an anastomosis between the ileum and colon, the preloaded loading unit was not fired and then loading unit was replaced with blue reload. Then, the stapler was placed across the ileum and colon, the handle closed on the first squeeze, returned to the open position following the first full squeezed of the handle and then was closed the 2nd time to complete the firing and the handle remained in the closed position.  Surgeon transected across correct side stapler and bowel slipped out of jaws as there were no staples present at all. There was blood loss of approximately 300 cubic centimeter (cc) and the surgeon stopped the bleeding. There were 2 inches extra of bowel that needed to be removed and then the surgeon had to redo the anastomosis with another stapler and loading unit. The length of the surgery time was extended by at least 45 minutes. Tissue damage and unanticipated tissue loss were noted. The surgeon was unsure whether the patient will have an extended hospital stay due to this issue.